Manufacturer narrative:
(B)(4).

Event description:
It was reported " the patient had the first urolift procedure on (B)(6) 2023, but his urinary retention was not resolved. A flexible endoscopy was performed six months after the first urolift procedure and one capsular tab from the right lobe neck was found inside the bladder. The patient had urethral stenosis so a standard rigid endoscope could not be passed through the urethra. The was mild foreign body formation on the capsular tab. Therefore, the doctor decided to observe the progress without removing the implant. The patient had the second urolift procedure on (B)(6) 2024, but his urinary retention was not resolved. A flexible endoscopy was performed on (B)(6) 2025, his urinary retention was not resolved, and it was found that stones are attached to the capsular tab. Therefore, the implants are scheduled to be removed on (B)(6) 2025". The patients current condition is reported as "unknown".

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed, as a lot number was not reported. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported " the patient had the first urolift procedure on (B)(6) 2023, but his urinary retention was not resolved. A flexible endoscopy was performed six months after the first urolift procedure and one capsular tab from the right lobe neck was found inside the bladder. The patient had urethral stenosis so a standard rigid endoscope could not be passed through the urethra. The was mild foreign body formation on the capsular tab. Therefore, the doctor decided to observe the progress without removing the implant. The patient had the second urolift procedure on (B)(6) 2024, but his urinary retention was not resolved. A flexible endoscopy was performed on (B)(6) 2025, his urinary retention was not resolved, and it was found that stones are attached to the capsular tab. Therefore, the implants are scheduled to be removed in (B)(6) 2025". The patients current condition is reported as "unknown".